Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-feb-2021. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained pelvic pain') in a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy, lung disorder, immune system disorder, joint pain and central nervous system disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced immunodeficiency ("immune deficiency"). In 2018, the patient experienced bronchitis chronic ("pulmonary chronic bronchitis"). In 2019, the patient experienced nephrolithiasis ("kidney stones"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), premature menopause ("early menopause after insertion."), arthralgia ("daily joint pain"), endocrine disorder ("endocrine disorders"), fatigue ("regular general fatigue"), disturbance in attention ("concentration disorder"), amnesia ("memory loss"), autoimmune disorder ("idiopathic autoimmune disease"), hypogammaglobulinaemia ("hypogammaglobulinemia"), mental disorder ("psychological state disturbance with insomnia"), insomnia ("psychological state disturbance with insomnia"), hypersensitivity ("allergic disorders"), anaphylactic shock ("anaphylactic shock"), allergy to chemicals ("allergy to swimming pool chlorine"), psoriasis ("psoriasis") and drug hypersensitivity ("allergy to antibiotic"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, allergy to metals, premature menopause, arthralgia, endocrine disorder, fatigue, disturbance in attention, amnesia, immunodeficiency, autoimmune disorder, hypogammaglobulinaemia, mental disorder, insomnia, bronchitis chronic, nephrolithiasis, hypersensitivity, anaphylactic shock, allergy to chemicals, psoriasis and drug hypersensitivity outcome was unknown. The reporter provided no causality assessment for allergy to chemicals, allergy to metals, amnesia, anaphylactic shock, arthralgia, autoimmune disorder, bronchitis chronic, disturbance in attention, drug hypersensitivity, endocrine disorder, fatigue, hypersensitivity, hypogammaglobulinaemia, immunodeficiency, insomnia, mental disorder, nephrolithiasis, pelvic pain, premature menopause and psoriasis with essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy, lung disorder, immune system disorder, joint pain and central nervous system disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced immunodeficiency ("immune deficiency"). In 2018, the patient experienced bronchitis chronic ("pulmonary chronic bronchitis"). In 2019, the patient experienced nephrolithiasis ("kidney stones"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), premature menopause ("early menopause after insertion."), arthralgia ("daily joint pain"), endocrine disorder ("endocrine disorders"), fatigue ("regular general fatigue"), disturbance in attention ("concentration disorder"), amnesia ("memory loss"), autoimmune disorder ("idiopathic autoimmune disease"), hypogammaglobulinaemia ("hypogammaglobulinemia"), mental disorder ("psychological state disturbance with insomnia"), insomnia ("psychological state disturbance with insomnia"), hypersensitivity ("allergic disorders"), anaphylactic shock ("anaphylactic shock"), allergy to chemicals ("allergy to swimming pool chlorine"), psoriasis ("psoriasis") and drug hypersensitivity ("allergy to antibiotic"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, allergy to metals, premature menopause, arthralgia, endocrine disorder, fatigue, disturbance in attention, amnesia, immunodeficiency, autoimmune disorder, hypogammaglobulinaemia, mental disorder, insomnia, bronchitis chronic, nephrolithiasis, hypersensitivity, anaphylactic shock, allergy to chemicals, psoriasis and drug hypersensitivity outcome was unknown. The reporter provided no causality assessment for allergy to chemicals, allergy to metals, amnesia, anaphylactic shock, arthralgia, autoimmune disorder, bronchitis chronic, disturbance in attention, drug hypersensitivity, endocrine disorder, fatigue, hypersensitivity, hypogammaglobulinaemia, immunodeficiency, insomnia, mental disorder, nephrolithiasis, pelvic pain, premature menopause and psoriasis with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.